Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1995. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor aseptic technique and was not wearing a mask while setting up for therapy. One day after being diagnosed with peritonitis, the patient was hospitalized for the event. The patient was treated with imipenem (1g, daily, for two weeks intravenously and for an additional week intraperitoneally) for peritonitis. Eleven days after onset, the patient was recovered from the event. Two days later, the patient was discharged from the hospital. It is unknown if the patient was retrained on proper aseptic technique. It was unknown if dianeal therapy was ongoing. No additional information is available.